Event description:
A pt who rec'd calstrux in conjunction with 2 titanium plates for an unknown maxillary surgery in late 2006, experienced failure of some suture points and a soft tissue emphysema characterized by pain at the surgical site. Treatment included drainage and prophylactic antibiotics (not specified). No cultures were performed. The event resolved. The surgeon suspects the event was related to the use of calstrux. Additional information is being requested. Additional information rec'd from the surgeon on 26 january 2007, clarified that the pt, a female who rec'd calstrux in conjunction with 2 titanium plates for atrophy of the left superior maxillary bone in 2006, experienced a soft tissue emphysema characterized by pain, and edema at the surgical site two days later. Treatment additionally included corticosteroid therapy (not specified). The suture points did not fail as previously reported. There was no infective reaction observed. The soft tissue emphysema resolved naturally. Additional information was rec'd from the surgeon on 14 march 2007. The pt reported that the previous month, she experienced mild tenderness and swelling in the left cheek with some pain irradiating to left ear. An ears nose and throat specialist ruled out an otitis and diagnosed a flu like syndrome. One month later during an office visit, the implant surgeon noticed mild edema and site tenderness of the left cheek and signs of site inflammation and infection including redness, edema and temperature increase. On examination he palpated a pea size tumefaction approximately 7-8 mm with a hard consistency. The site was reopened and diagnosed as a foreign body granuloma. Inside the granuloma calstrux granules were present. Treatment included a curettage, wound closure and ciprofloxacin for 5 days. A tissue sample was obtained and the histology results are pending. Subsequent office visits two months later and four days later revealed the pt was asymptomatic and the events were considered resolved. Additional information is pending.